Event description:
It was reported that the that the pump shut off unexpectedly and that loss of connection issues occurred between the transmitter and the pump. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.